Event description:
Per (B)(4), sales rep reported that yesterday he and the clinical specialist were at an account and the facility nurse attempted to place a power PICC which was said to be unsuccessful. He stated the facility nurse attempted to remove the wire and it could not be removed and was allegedly stuck. The sales rep stated that the nurse wrapped the arm and x-ray was reportedly done and the wire was said to have been observed to be alleged knotted in the vascular. A surgeon was reportedly called to assist with the removal of the wire. Removal was attempted by the surgeon and the wire allegedly fractured and a portion of the wire was reportedly left in the patient. On 7/30/2015, additional information rec'd from sales rep said that the doctor decided to leave the piece of guidewire in the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable ot unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the MFR, at this time, for eval.